Event description:
The customer reported that, during reprocessing, the image was wobbly and jumped around. Additional information regarding the event was requested. The customer was unable to provide any additional details regarding whether the subject could be recognized in the image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the image was wobbly and jumped around. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the image wobbled due to the loose coupler. However, a definitive root cause of the reported issue could not be identified. The cause of the loose coupler could not be determined. Olympus will continue to monitor field performance for this device. In addition, there were kinks and cuts on the cable due to physical stress. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.